Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 37751 lot# serial# (B)(4), product type: recharger. (B)(4). Analysis of the recharger (serial # (B)(4)) found no anomalies with the recharger. Conclusion code applies to the ins and conclusion code applies to the recharger.

Event description:
The patient reported that their recharger screen was blank and the recharger was not charging. The desktop charger light was on and the connector pin was not loose or broken. The patient's implantable neurostimulator (ins) "went out" and depleted on (B)(6) 2016 and the patient was going to charge it when they noticed that their recharger was not on. It was also noted that the patient's ins was very low so it was unclear if the battery had depleted or not. The recharger would not power up. A reset of the recharger was attempted but that did not resolve the issue. The patient was sent a replacement recharger. There were no patient symptoms reported. The patient was implanted for non-malignant pain and chronic low back pain. No outcome was reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.